Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle and/or device has blood on the end or bottom that connects to the holder. The following information was provided by the initial reporter. The customer stated: the customer reports that the needle and/or device has blood on the end or bottom that connects to the holder.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 10 tubes with water, and the issue of sleeve leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle needle and/or device has blood on the end or bottom that connects to the holder. The following information was provided by the initial reporter. The customer stated: the customer reports that the needle and/or device has blood on the end or bottom that connects to the holder.